Event description:
It was reported that the procedure was to relieve arteriovenous fistula stenosis. The 6x40mm armada 35 balloon dilatation catheter (bdc) was advanced and the balloon was inflated to 20 atmospheres (atm) for one minute. However, during the third inflation the balloon ruptured. Therefore, the bdc was removed from the patient, and another armada bdc was used to continue the procedure. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.